Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases and liquid crystal display (lcd) were broken. Analysis also found one side bail cover, one side bail and one case screw were missing, one side bail cover was broken, the ring bail was bent, the battery contacts were compressed, the battery drawer was contaminated, the encoder flex was damaged and the liquid crystal display was disconnected from the main printed circuit board. (B)(4).

Event description:
The external pulse generator was returned for service due to being damaged from being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the upper and lower cases and liquid crystal display (lcd) were broken. Analysis also found one side bail cover, one side bail and one case screw were missing, one side bail cover was broken, the ring bail was bent, the battery contacts were compressed, the battery drawer was contaminated, the encoder flex was damaged and the liquid crystal display was disconnected from the main printed circuit board. (B)(4).

Event description:
The external pulse generator was returned for service due to being damaged from being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.